Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Result of investigation: the unit was powered with a known good ac adapter connected. Unit boot up with no abnormalities, however, lcd displayed would not respond to touch. Unit was opened up to visually be inspected and no abnormalities were found with the unit or lcd display. Service technician then installed a known good lcd display onto unit and unit passed touch screen calibration test 10 times with no abnormalities.

Event description:
The model palmtop ventilator (ptv) enve was brought in for a stuck display button issue and when attempting reset the unit and to do the button test the touch screen was then unresponsive. It is unknown if there was patient involvement or not.